Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after sliding a new cartridge onto the pump, it was noted that the cartridge did not fit properly. The cartridge did not sit flush against the pump body and the top part of the cartridge stuck out from the pump. During troubleshooting with tandem technical support, the customer was able to successfully load a different cartridge onto the pump. There was no reported impact to the customer's blood glucose level.